Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 650-1058 cer bioloxd option hd 40mm lot #:3213632, unknown adapter h6: mechanical code: stem . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the adapter may not have seated correctly on the stem. Caused the head to potentially sit higher than it should have, so doctor was unable to reduce hip. There was roughly a 10-15 minute delay as the surgeon was unable to reduce the patient¿s hip. He tried to separate the head/taper from the stem, but the taper remained on the stem while the head separated from the taper. He had to replace that stem with a new stem as the taper would not disengage. The procedure was completed using a new stem. There is no additional information available at the time of this report.